Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37092, lot# 262060001, implanted: 2011 (B)(6); product type accessory product ID neu_tlock_anchor, lot# unknown; product type accessory product ID neu_tlock_anchor, lot# unknown; product type accessory product ID neu_tlock_anchor, lot# unknown; product type accessory product ID neu_tlock_anchor, lot# unknown; product type accessory product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The device was functionally okay with insignificant anomalies. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body was broken at the anchor site. All conductors were broken 22.8 centimeters from the distal end. Analysis of the lead (serial # (B)(4)) found no anomaly. Analysis of the anchor found no significant anomaly as the device had suspected tool marks. Analysis of the anchor found no significant anomaly as the device had suspected tool marks.

Event description:
It was reported that there were increased impedances and the implantable neurostimulator (ins) and both leads were explanted on 2014 (B)(6). The impedance readings were >10,000 on electrodes 0-7 and 8-15. The patient was also experiencing an overstimulation sensation. The patient had a fall approximately 2 years prior to the report and at that time the stimulation changed to overstimulation. The patient refused opportunity for the lead or generator evaluation for revision or replacement and wanted the system removed. The patient status at the time of the report was listed as alive with no injury. It was further reported that the leads and stimulator were being returned for evaluation. The patient was resting and requesting pain medication for post-op pain.